Event description:
Mesh repair after sexual intercourse, feels like it grips tightly on where it was implanted. Right side of abdomen and stomach goes numb and becomes distended over time. Problem still exists to this day, now with skin condition resulting from it as well. Right side hernia repair. Sometime in 2012, major back pain used hydrocodone for pain relief, feels like right side repair grips tighter, along with left hernia repair done in 2005, doing on the same on the left side, resulting in pressure exerted on left muscles of abdomen and stomach. No change as well. Mesh repair is defective.